Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user stated the device would not power on after being connected to a charger for approximately four hours, despite the charger displaying a solid green indicator; attempts to use an alternate outlet and wait an additional period did not resolve the issue, and a replacement device was arranged while the user transitioned to backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of automated therapy and use of backup therapy. Investigation included customer troubleshooting and review of device performance based on the reported failure to power on while connected to external power. Investigation of this case revealed a suspected device power malfunction consistent with failure to start or energize, potentially related to the device power/charging subsystem. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device return. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.